Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and residue/debris on the lens. Visual inspection found no visible damage with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Health effect- clinical code 4581: significant reduction of ica. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.5/2.0/088, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem. Cause of the event was reporter as unknown.